Event description:
On april, 2001 the end-user called minimed, USA and stated they were having problems with high bgs. They noticed there was a leak in their tubing. On june, 2001 maersk medical received the complaint and 2 used tubings. The incident took place in USA.